Event description:
It has been reported that a neurosurgery department has encountered two instances of tip breakage while utilizing their ultrasonic aspirator. There has not been any adverse consequence to the patient, and action has been taken to prevent recurrence of the situation.